Manufacturer narrative:
Samples received: 41 unopened and 5 open pouches. Analysis and results: there are no previous complaints of this code batch. Approx (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Received 41 closed and 5 open units (unused). Three of the open units have the thread damaged in some parts. The damaged units have been submitted to high temperatures and thread has melted. The aluminum pouch of the units have been checked and no defects have been found. The 41 closed samples received have been opened and all threads are correct, no thermal damage have been found in the thread surface. Therefore, as no other complaints have been received for this code-batch, this is considered an accidental and isolated problem. Root cause analysis is still on going, origin of the defect has not been achieved. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: russian fed. The customer reported inappropriate quality of product was found when blisters were opened.